Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with the handpiece. Two viscoelastic device were used; however, only one of the viscoelastic devices is qualified for use with this lens/cartridge/handpiece combination. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was received. (B)(4).

Event description:
A nurse administrator reported a patient with an unexpected outcome, blurry vision and anisometropia following an intraocular lens (iol) implant procedure. The lens was exchanged two weeks later for the same lens model, one diopter difference in power. In a follow up, the nurse administrator reported that the event resolved following the iol exchange procedure. She also reported a posterior capsule opacity (pco) was observed prior to the lens exchange procedure. The surgeon indicated the use of an incorrect viscoelastic during the implant procedure.